Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related record due to continued usage. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. All the buttons were found to be unresponsive, as a result the investigation was unable to fully investigate the reported loss of prime issue.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reporter stated that there was a loss of prime warning on the patient¿s pump. The pump was unavailable for troubleshooting. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.